Event description:
A malfunction was reported on the customer's pump, and it was identified as malfunction 16. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, sending a new one with updated software and instructed the customer to use manual daily injections as backup therapy. The customer was also advised to program the new pump and connect it to their continuous glucose monitor. Additionally, the customer was given instructions on returning the faulty pump to avoid being billed for it. There was no need for a signature upon delivery.